Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a highest blood glucose of 310 mg/dl and approximately 2 hours 45 minutes above target; the caregiver observed an air bubble in the cartridge and temporarily disconnected the ilet, administered 5 units of lispro as back-up therapy, and then replaced supplies and reconnected. Symptoms included elevated blood glucose. Outcomes included use of back-up therapy and self-management without medical intervention. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed the presence of air in the insulin path, which can interrupt insulin delivery. It was concluded that the event was consistent with hyperglycemia of unclear cause, with a plausible contribution from air in the cartridge and tubing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.